Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument underwent external and internal visual inspections; no cable issue was found. During the testing of the manual articulation, the pitch and yaw inputs rotation was not smooth. The root cause of this failure mode cannot be determined from the primary failure analysis. The instrument will be transferred to the engineering for further investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.